Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km) for additional details, the responder reported on 25aug2025 that the device was not in use when the issue was observed. No patient or user harm was reported. The responder also reported that the customer declined to have the device serviced by philips. Insufficient information was available to determine the resolution of the event. No further details could be obtained regarding the event. The final disposition of the device could not be confirmed. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.